Event description:
The customer contact reported backflow of IV fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver 500ml of normal saline. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of interferon. The primary solution container was hung below the secondary solution container. After an unspecified length of time in use, it was reported that the secondary solution was noted to have backflowed into the primary solution container. The solution that backflowed into the primary solution container was delivered to the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel; (B) (4).